Manufacturer narrative:
Additional information: b5, d9, h3 plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a user facility nurse that the dialyzer had a ruptured membrane. Follow-up information obtained via email: the nurse confirmed the complaint and that there was patient involvement. There was also blood loss. The estimated blood loss (ebl) was unknown. The blood was not rinsed back, and the patient was moved to another machine with new set of dialyzer lines to complete treatment. No medical intervention was required. Upon follow-up response received 10/21/2022, it was reported the sample was unavailable to be returned for evaluation.

Manufacturer narrative:
Correction: g3: the aware date of 10/14/2022 for initial submission was incorrect and should have been 10/04/2022.

Event description:
It was reported by a user facility nurse that the dialyzer had a ruptured membrane. Follow-up information obtained via email: the nurse confirmed the complaint and that there was patient involvement. There was also blood loss. The estimated blood loss (ebl) was unknown. The blood was not rinsed back, and the patient was moved to another machine with new set of dialyzer lines to complete treatment. No medical intervention was required. Upon follow-up response received 10/21/2022, it was reported the sample was unavailable to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported by a user facility nurse that the dialyzer had a ruptured membrane. Follow-up information obtained via email: the nurse confirmed the complaint and that there was patient involvement. There was also blood loss. The estimated blood loss (ebl) was unknown. The blood was not rinsed back, and the patient was moved to another machine with new set of dialyzer lines to complete treatment. No medical intervention was required. Upon follow-up response received (B)(6) 2022, it was reported the sample was unavailable to be returned for evaluation.

Event description:
It was reported by a user facility nurse that the dialyzer had a ruptured membrane. Follow-up information obtained via email: the nurse confirmed the complaint and that there was patient involvement. There was also blood loss. The estimated blood loss (ebl) was unknown. The blood was not rinsed back, and the patient was moved to another machine with new set of dialyzer lines to complete treatment. No medical intervention was required. The sample is still available for return.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.